Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-58 lead 2014 (B)(6); 4296-88 lead 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient's wife stated the implantable pulse generator (ipg) was not working right. Follow-up to the physician's office revealed that the patient had an ep study done since the call was placed however, the nurse was unable to say if there were any issues with the device. The device remains in use. No patient complications have been reported as a result of this event.